Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. A review of the event history log revealed multiple "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper link screw out of adjustment. The link screws require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't recognize a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.